Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl. The customer report the blood glucose was 54 mg/dl and 230 mg/dl and 119 mg/dl. The customer also report the multiple pump error. The customer was able to clear and rewind the pump. The customer was assisted with troubleshooting and declined for low blood glucose. Product will not be returned device for analysis.